Manufacturer narrative:
The device was returned for the one malfunction. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 602190 implantable port allegedly experienced fluid leak. This information was received from one source. The event did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.

Manufacturer narrative:
The lot no for the device was provided, therefore a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for the fluid leak and material split, cut or torn issues. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 602190 implantable port allegedly experienced fluid leak. This information was received from one source. The event did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.